Event description:
It was reported by the sales rep that the device was used during a laparoscopic sigmoid resection. Staples were fired through tissue without forming and tissue was transected. Device was used for 3 total firings, two were accurate. There was no immediate consequences to the pt. The or time was extended 2 1/2 hrs to complete revision.